Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that crossing difficulties occurred. The target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50 x 38 mm promus element plus was advanced to but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: device was returned for evaluation. A visual examination of the returned device found that the hypotube was kinked 6 cm from the strain relief. The midshaft and corewire were kinked 5 cm distal to the midshaft bond. The midshaft was twisted approximately 1 cm distal to the midshaft kink. The distal outer was slightly pinched at regular 3 mm intervals just proximal to the proximal balloon bond. The stent was severely damaged throughout its length. It appeared to have been pinched at various locations. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).